Event description:
It was reported that on (B)(6) 2021, the patient was admitted for hematoma. The patient had a hematoma removal during the admission. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. Patient initials and date of birth should have been redacted from the initial report. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported hematoma could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jun2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.